Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was scheduled for an ipg replacement the pt alleged he ipg required frequent charging. The physician explanted and replaced the ipg with a smaller model on (B)(6) 2013.